Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2005. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation with a concurrent hysterectomy and a dilation and curettage. It was reported that the patient underwent revision of vaginal mesh on (B)(6) 2007 due to erosion.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced erosion, extrusion, recurrence, bleeding and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).